Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pain is what the patient had. Head was replaced with our 28xxl and the neck was changed out to a long ar 15. Stryker mobility was used with the 38mm head.